Event description:
As reported "after reprocessing, germs were detected in the endoscope. The exact nature of the germs is not known. There was no personal injury".the customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. Aerobic culture- result of sanitary inspection of water liquid test performed on instrument channel. Results noted detection of escherichia coli, serratia marcescens and enterobacter bugandensis (50/cfu/ per 1ml liquid sample). No evidence of enterococci and growing streptococci. No evidence of pseudomonas aeruginosa, other pseudomonas and non-fermenters. No evidence of staphylococcus. The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) . Performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with ¿rki-bfarm-guideline ). All channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline . Olympus regional repair center (rrc) performed device inspection on the device. The following defects were identified during device inspection : due to deformation of plug unit, water tightness is lost. Adhesive on a-rubber has wear. A-rubber glue discolored. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The facility's cds checklist has not yet been provided and follow up is in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on cds checklist information provided by the customer facility: please refer below for the information provided. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: model name: cantel med: adavantage plus. Detergent name: rapicide pa a+b. Disinfectant name: intercept plus. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: brand: gigazyme 2%. Manual cleaning: detergent used: gigazyme 2%. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush used for manual cleaning : micro tech, single-use endoscopic cleaning brushes ref: cb18-t5050/23. Scope not sterilized. Scope storage: drying cabinet/ escad - medical: endostore. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.